Event description:
It was reported that one intravenous solution container was observed to be leaking. The sample was not made available for evaluation. There was no patient involvement, as this event was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Reported phone number - (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.